Event description:
Reprocessed laparoscopic babcock grasper locking mechanism repeatedly failed after setting. Resulted in disruption of surgery and additional tissue trauma with each failure. Was being used in laparoscopic appendectomy to hold the appendix, but kept popping off. Dates of use: 2009 - 10 minutes. Diagnosis or reason for use: acute appendicitis. Event abated after use stopped or dose reduced?: yes.